Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer then experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer administered a bolus via the pump to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete alert.